Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. Based in the complaint description and information provided the reported peritonitis was attributed to a breach in aseptic technique. There is no allegation of cassette malfunction. As there is no allegation related to product manufacture, the complaint is not confirmed.

Event description:
A peritoneal dialysis nurse (pdrn) for a peritoneal dialysis (pd) patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) reported during a follow-up call that the patient was admitted to the hospital on (B)(6) 2023 and discharged on (B)(6) 2023 due to peritonitis. The pdrn stated that when the patient arrived at the hospital with a manual bag attached to them and was disoriented. Upon follow up, the pdrn stated the patient was hospitalized on (B)(6) 2023 following disorientation, confusion, weakness and abdominal pain. The pdrn reported the patient went on vacation without the appropriate pd therapy supplies and went without renal replacement therapy for approximately three days. The pdrn stated, as a result, the patient became confused and weak. The pdrn reported cloudy peritoneal effluent fluid was noted by hospital staff upon admission. The pdrn stated peritoneal effluent fluid cultures and a white blood cell (wbc) count taken in the hospital on (B)(6) 2023 presented with no growth in the culture and a wbc count of 309/mm3. The pdrn reported the patient was diagnosed with peritonitis due to a break in aseptic technique during pd therapy. The pdrn stated the patient was prescribed intraperitoneal (ip) vancomycin at 2000 mg and ip ceftazidime at 2000 mg (frequency and duration of both medications unknown). The pdrn reported the patient was able to undergo continuous cyclic pd (ccpd) therapy on a hospital provided cycler (unknown brand and model) for the duration of the admission. The pdrn stated the patient had an uneventful hospital course and was discharged to home on (B)(6) 2023. The pdrn reported the patient recovered from this event as they remain asymptomatic. The pdrn confirmed the patient¿s disorientation, confusion, weakness, peritonitis and the associated hospitalization were not due to a deficiency or malfunction of any fresenius product(s), device(s) or drug(s). The pdrn stated the patient continues ccpd therapy on the same liberty select cycler at home post-discharge.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty cycler set and the adverse event of peritonitis, characterized by abdominal pain. It is well established that pd patients are at high risk for infections of the peritoneum. The root cause of this patient¿s peritonitis can be attributed to a break in aseptic technique during ccpd therapy as reported by a medical professional. Non-adherence to aseptic technique through touch contamination is the leading source of transmission of peritonitis causing pathogens. Though effluent fluid cultures presented with no growth, an initially elevated wbc count with a reduction of symptoms in response to antibiotic therapy provides evidence of a resolving peritonitis infection. Therefore, the liberty cycler set can be excluded as a root cause or contributor to this patient¿s adverse event. Based on the required information, there was no allegation or objective evidence of any fresenius product(s) or device(s) deficiency or malfunction caused or contributed to this patient¿s adverse event.

Event description:
A peritoneal dialysis nurse (pdrn) for a peritoneal dialysis (pd) patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) reported during a follow-up call that the patient was admitted to the hospital on (B)(6) 2023 and discharged on 04/04/2023 due to peritonitis. The pdrn stated that when the patient arrived at the hospital with a manual bag attached to them and was disoriented. Upon follow up, the pdrn stated the patient was hospitalized on (B)(6) 2023 following disorientation, confusion, weakness and abdominal pain. The pdrn reported the patient went on vacation without the appropriate pd therapy supplies and went without renal replacement therapy for approximately three days. The pdrn stated, as a result, the patient became confused and weak. The pdrn reported cloudy peritoneal effluent fluid was noted by hospital staff upon admission. The pdrn stated peritoneal effluent fluid cultures and a white blood cell (wbc) count taken in the hospital on (B)(6) 2023 presented with no growth in the culture and a wbc count of 309/mm3. The pdrn reported the patient was diagnosed with peritonitis due to a break in aseptic technique during pd therapy. The pdrn stated the patient was prescribed intraperitoneal (ip) vancomycin at 2000 mg and ip ceftazidime at 2000 mg (frequency and duration of both medications unknown). The pdrn reported the patient was able to undergo continuous cyclic pd (ccpd) therapy on a hospital provided cycler (unknown brand and model) for the duration of the admission. The pdrn stated the patient had an uneventful hospital course and was discharged to home on (B)(6) 2023. The pdrn reported the patient recovered from this event as they remain asymptomatic. The pdrn confirmed the patient¿s disorientation, confusion, weakness, peritonitis and the associated hospitalization were not due to a deficiency or malfunction of any fresenius product(s), device(s) or drug(s). The pdrn stated the patient continues ccpd therapy on the same liberty select cycler at home post-discharge.